Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were current symptoms following the index surgical procedure? Onset date? ¿onset date is unknown. Other relevant patient history/concomitant medications ¿no information. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? ¿no information. How was the suture placed (interrupted or continuous)? ¿no information. How was the suture tied (square knot or multiple knots one end)? ¿no information. What was the appearance of the suture during the second procedure? ¿no information. What is physician¿s opinion as to the etiology of or contributing factors to this event ¿he thinks degradation of suture may have caused the event. However, he is not sure of this. Why does the surgeon believe that the bleeding was related to the suture? ¿due to another dr.¿s suggestion. What is meant by "hemorrhage was arrested"? ¿I meant ¿hemorrhage was stopped.¿ what procedure was performed to arrest the hemorrhage? ¿no information. What is the patient current status? ¿no information. Product lot # ¿no information. Product code is also unk.

Event description:
It was reported that the patient underwent an abdominal aortic aneurysm repair procedure eight years ago and the suture was used to anastomose the arteria lumbalis. It was also reported that the patient experienced a hemorrhage from the arteria lumbalis. The hemorrhage was stopped. The doctor opined that degradation of the suture may have caused the event; however, he is not sure of this.